Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a large flexnav delivery system was used to implant an unknown valve. After the valve was implanted successfully, blood leakage from the stability layer flush port was observed. The leakage was reported as "very slowly." It was pointed out that this was not present prior when the delivery system was inspected. No physical damage to the delivery system was observed. The procedure was completed without incident. No patient consequences were reported.

Manufacturer narrative:
An event of a leaking flexnav was confirmed. The investigation found that there was blood in the indicator window when examined at abbott and that when the seals of the device were checked, the stability layer seal leaked. The reported event of blood leaking into the device handle was concluded to be related to a potential product quality issue and is under further investigation. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.